Event description:
Per the info provided to co by the physician's office, the device was revised due to "erosion noted in the distal end of the right corporal body." As reported to co, the device was repositioned, but not removed.